Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, a specific value was not provided. Customer delivered a manual injection and used a non-tandem pump to address bg levels. Cartridge uses humalog and is on the third day of use. During system check with tandem technical support, testing of two 2 unit boluses were performed without any insulin drops being observed in the tubing. Customer was guided through the fill tubing process and observed insulin after a 5 unit test bolus was completed. Customer was also reminded that humalog is indicated for use up to 48 hours.